Event description:
It was reported that during service and repair pre-testing, it was observed that the large quick coupling device had a worn out quick coupling head. It was further reported that the device would not hold the gauge properly and was stuck. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a worn chuck and would not hold wires. Therefore, the reported condition was confirmed. The assignable root cause was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.